Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the adc sensor compared to readings obtained on an adc meter. The customer experienced symptoms of nausea, vomiting, and diarrhea, and had contact with a healthcare professional who administered serum for treatment of hyperglycemia and dramin. There was no report of death or permanent injury associated with this event. A sensor reading of 73 mg/dl was taken in comparison to a reading of 221 mg/dl obtained on the adc meter, the results, when plotted on a parkes error grid, fell into the 'c' zone showing the difference in values to be clinically significant.